Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the user had to request a validation code to issue a medication. A technical support specialist (tss) found that cabinet had not been syncing and had many files to synchronized before the tester account that had just been created could be used. The tss was unable to remote in due to lagging, but another tss managed to remote in, check, and confirm that the cabinet was set up correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user had to request a validation code even though the pharmacy uses rxverify. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.